Event description:
It was reported by the customer that the pyxis medstation es system drawer jammed. The customer indicated that the user experienced a delay in the dispensing of medication due to a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it determined that main full height drawer 6 cubie b1 fails - lid will not open due to med jam. A field service engineer successfully relocated the cubie to a different slot and opened the lid. The nurse retrieved two medications. The hta was approved. Additionally, the nurse conducted an inventory of the medications within the cubie. The system functioned as intended after field service engineer troubleshooting.